Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed an impedance issue on the right atrial lead and over-sensing of noise on the right ventricular lead. Inappropriate anti-tachycardia pacing (atp) therapy was delivered as a result of the over-sensing. Both leads were capped and replaced on (B)(6) 2024. The patient was stable throughout.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that a patient presented with an impedance issue noted, on the right atrial led over-sensing of noise noted, on the right ventricular lead. Inappropriate shock was delivered, as a result of the over-sensing. Both leads were capped on (B)(6) 2024. The patient was stable throughout.